Event description:
The following has been reported: biomed reported: "set error" "the pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Thank you. " patient info: unknown. A preliminary review identified the following issue: mechanical hardware failure (av assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Unit started up with no errors. Log files indicate mechanical hardware failure (av assembly)/cam movement failure. Removed fva assembly and found excessive debris( cleaned pins) and fva pins not moving properly on fva cam assembly. Installed engineering test fva assembly and performed mock infusion and valve home test with no error. Fva lip seals, fva sub assembly will be removed and replaced during repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries counter reset). No other damage found. No CAPA